Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the message res leak appeared on the ats monitor and the air pump remained turned on. There was spontaneous deflation and the event timing was prior to surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined that the unit display a res leak message and the pump did not switch off. The clippard valve was replaced and resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.